Event description:
It was reported that the patient experienced hyperglycemia and administered a subcutaneous insulin pen injection outside the ilet system, then reconnected the ilet, which displayed a 400 mg/dl alert, and subsequently paired the cgm. Investigation of this case revealed that the cause of the hyperglycemia was unclear. Symptoms included thirst associated with elevated blood glucose. Outcomes included reconnection with cgm at the time of call without medical intervention. It was concluded that a definitive device-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.